Event description:
This letter is to inform you of this adverse event as the suspected device of the bailys medical transseptal needle is not manufactured or imported by biosense webster, inc. It was reported that the patient suffered a pericardia! Effusion as a result of a perforation to the right atrium during the transseptal with the bailys medical transseptal needle. No mapping or ablation had been performed at that point. Mid-procedure while mapping the right ventricle with the pentaray, there was a slight decrease in the patient's blood pressure. The physician checked via intracardiac echo with a soundstar catheter and noted that there was an effusion. A pericardiocentesis was performed and about 1 liter of fluid was removed. The tube was left in place. The effusion was treated and the procedure was continued. The caller confirmed the patient remained hemodynamically stable throughout the procedure. The patient was admitted and went to surgery in the morning. There was no evidence of an effusion before the procedure. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).